Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 was removed due to infection. Immediate implant was placed with allograft at 20 n cm and cover screw was placed. At three weeks there was a suture removal appointment. The implant implant was loose and was removed with tweezers. The implant site was degranulated and a ridge preservation was completed with ptfe membrane. Symptoms as a result of the event: edema and inflammation.